Event description:
Per the clinic, the patient was evaluated on (B)(6) 2013; status/post skin flap rotation (date not reported)at which time a seroma was noted. The patient subsequently developed an infection at the implant site, resulting in the decision to explant the device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 13, 2013.